Event description:
It was reported that during a vaporization of the prostate procedure, the fiber broke and the cap came off after 96,141 joules and 15:21 minutes of use. The procedure was completed with another fiber without patient complications.